Manufacturer narrative:
The results of the investigation concluded the catheter deflected when actuating the steering mechanism. The catheter deflected in the correct shape according to specifications. Additionally the catheter met sjm specifications of acceptable resistance values with no open or short circuits detected. The catheter also displayed acceptable ECG signals during a simulated test. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown as the event could not be confirmed. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4). The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.

Event description:
During an ablation procedure a pericardial effusion occurred. During geometry collection the patient experienced bradycardia and hypotension. Fluoroscopy visualized an apical effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.